Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that there were ¿ink¿ spots or cracks in the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/30/2013 with the following findings: evaluation revealed that there were deep scratches along the perimeter of the display lens. The display screen was clear and legible despite the scratched display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.